Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis was not working properly. Inspection of the device showed that the left cylinder had a tear. The left cylinder was replaced. Following the surgery, the patient got better.

Manufacturer narrative:
H3 device evaluation: the ams700 inflatable penile prosthesis cylinder was visually inspected and functionally tested. The cylinder had broken fabric threads and exhibited bulging when it was inflated due to fatigue and wear in the proximal cylinder body. The cylinder also had a leak in the cylinder body attributed to wear at a fold; a hole was present. The cylinder was not pressure tested due to the leak that was identified. Product analysis confirmed the reported event. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The device history record (DHR) confirmed that the components met all material, assembly and performance specifications. Product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required..

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis was not working properly. Inspection of the device showed that the left cylinder had a tear. The left cylinder was replaced. Following the surgery, the patient got better.